Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of approx. 27 months, oversensing was reported. The physician switched from rf telemetry to programming wand and the noise apparently disappeared. But as soon as the patient did any kind of movement the noise appeared again. At the moment, biotronik has no further information with regard to the revision / explant procedure. Should we receive more details, this report will be updated. No adverse patient side effects were reported.